Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was questioning discrepant architect ca19-9 results that were generated on a patient that they had been monitoring. The results that they had generated were as follows: (B)(6) 559.6, (B)(6) 189.6, (B)(6) 77.1, (B)(6) 54.1, (B)(6) 36.1, this (B)(6) 114.6, (B)(6) 621.2 (lot 18069m500), (B)(6) 109, (B)(6) 47.8, (B)(6) 27.2 (lot 20318m500), there was no report of impact to patient management.

Manufacturer narrative:
The customer reported a falsely elevated result with lot 18069m500. Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. The ticket review for the likely caue lot identified atypical complaint activity. Accuracy testing was performed to evaluate the assay performance of lot 18069m500. The accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte.the testing met the acceptance criteria. The architect ca19-9 reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.